Event description:
It was reported that the customer experienced a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with the cartridge loading process, but the cartridge alarm recurred, so technical support decided to replace the pump. The customer was advised to use an alternative insulin delivery method and received instructions for managing the problematic pump before returning it.